Event description:
Nellcor puritan bennett rec'd a call from representative of facility on 01/05/2000. Facility called to report the following problem: light on with no audible alarm. Found during testing.